Event description:
P2 experienced coughing, tightness in the chest and already has asthma. This occurred when working in a small room with little ventilation using cidex opa. Medical attention was not sought. P2 is reported to be fine.